Manufacturer narrative:
The reported issue was not confirmed; however, a different issue was found.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the 300s (mg/dl). Customer used insulin pens to treat elevated bg levels. System check with tandem technical support indicated the pump was functioning as expected. Recommendation was made to consult with health care provider to discuss diabetes management.